Event description:
On (B)(6) 2011, customer reported that the cartridge chemistry (cc) system sample probe was leaking on the dxc 800 pro instrument, and it was generating "cuvettes failing water blanks" errors. Customer stated that she first noticed the issue when five (5) patient results, were rerun on the other dxc instrument and the magnesium (mg) results did not match. Quality control and calibrations also failed. Three (3) erroneous patient samples were reported and then amended upon repeat. No injuries to the operator were reported. Customer technical support (cts) assisted the customer with troubleshooting, but the probe continued to leak, even after the probe was replaced. Service was dispatched. Field service engineer (fse) examined the instrument and replaced the cc sample probe wash collar. Fse verified performance and customer verified with quality control. Quality control results were within specifications. No further issues were reported.